Event description:
It was reported that during a device upgrade procedure, r-wave amp variation and inadequate capture threshold was observed on the lead. Lead was capped on (B)(6) 2017 and a new lead was implanted. Patient was stable.